Event description:
Nursing supervisor called by primary rn. When changing dilaudid infusion bag on a hospice patient, rn noticed the bag was still full despite running for over 24 hours. Noticed baxter infusion pump was not delivering medication. The defective pump was switched out. The new pump was tested and noted to be infusing medication. Defective pump sequestered from the unit and retrieved by clinical engineering to interrogate.